Event description:
The customer reported a false high troponin I result on a pt sample. A new sample from the same pt was repeat tested in duplicate and gave negative troponin I results. Elevated results on this magnitude could initiate a cardiac catheterization. There was no report of pt harm as a result of this event.